Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware error. At the time of the call, dexcom technical support advised patient to reset device.